Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal right coronary artery. A 15mm x 3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the wolverine coronary cutting balloon was advanced onto the guidewire but the shaft broke before it entered the hemostasis valve. The break occurred outside the patient body. The device was simply pulled out. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Balloon, blades and pads: a visual examination identified that the balloon wings were found to be wrapped. There were no issues noted with the balloon material. All blades were securely bonded and no damage to the blades were noted. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination was completed on the shaft of the device. A hypotube break was identified at approx. 80.4 cm distal from the strain relief. The portion of the hypotube distal from the break point had multiple kinks present. Shaft polymer extrusion: a visual and tactile examination was completed, and no issues were noted.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal right coronary artery. A 15mm x 3.50mm wolverine coronary cutting balloon was selected for use. During procedure, the wolverine coronary cutting balloon was advanced onto the guidewire but the shaft broke before it entered the hemostasis valve. The break occurred outside the patient body. The device was simply pulled out. The procedure was completed with a different device. No patient complications were reported.